Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation.

Event description:
It has been reported that following the placement of a locking cannulated blade plate, the patient presented with pain. The plate was found to be fractured and the patient underwent a revision procedure the following day. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10 yes; h3 yes; h6 patient code: 1994; h6 device code: 1260; h6 method code: 3331 -10 - 4110; h6 result code: 3252; h6 conclusion code: 4315; complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined.